Event description:
It was reported that the patient was admitted to the hospital with hypotension and distributive shock due to mrsa (methicillin resistant staph aureus) bacteremia infection and delirium tremens. The system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed and no anomalies found.